Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was unresponsive. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened act button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.